Event description:
It was reported that the customer was getting a no delivery alarm when they were trying to fill the tubing. Customer stated that he tried changing out his tubing 3 times and changing the reservoir twice to resolve the issue. Customer stated that the insulin did not exit. Customer assembled a new infusion set with the current reservoir. Customer stated that the insulin exited the tubing. Customer stated that the pump did not alarm no delivery. Customer will return 4 sets and 2 reservoirs.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.